Event description:
It was reported that this implantable lead was part of a system revision due to pocket infection. A pocket irrigation was performed. There were no additional adverse patient effects reported. This implantable lead remained in service.